Event description:
Detecto lift base (leg move inward causing instability) collapsed while pt was elevated above bed. Pt was lowered to bed without harm/ injury. Bearing in base of lift was worn and not functioning properly.